Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. Vascular access was obtained via radial artery. The de novo target lesion was located in the moderately tortuous and severely calcified proximal left circumflex artery with more than 45 and less than 90 degrees bend. A 12mm x 3.00mm nc quantum apex balloon catheter was selected to predilate the lesion. On the first inflation at 20 atm for 5 seconds, the balloon ruptured. The procedure was completed with a new 3.0mm x 15mm quantum apex balloon catheter and an implant of a 3.5 x 24 mm promus premier stent. No complications were reported and patient's status is stable. It was further reported that the hypotube breakage happens outside the patient.

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. Vascular access was obtained via radial artery. The de novo target lesion was located in the moderately tortuous and severely calcified proximal left circumflex artery with more than 45 and less than 90 degrees bend. A 12mm x 3.00mm nc quantum apex balloon catheter was selected to predilate the lesion. On the first inflation at 20 atm for 5 seconds, the balloon ruptured. The procedure was completed with a new 3.0mm x 15mm quantum apex balloon catheter and an implant of a 3.5 x 24 mm promus premier stent. No complications were reported and patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter with no original packaging or other devices. There was blood in the wire lumen. The balloon was tightly folded. The hypotube was separated 87cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There were multiple hypotube kinks. Functional testing was performed by connecting a new tuohy, stopcock, and inflation device to the distal fractured end of the catheter. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).